Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. What device was used? Pse60a. What was the site of the leak? Not able to tell where bleeding was coming from but there was much blood in the field to be evacuated during re-operation. Was buttressing material being used? Not that I¿m aware of. Please describe the sequence of cartridges (colors) used? Was told that gold was the cartridge used. During the reoperation what did staple formation look like where the bleeding was observed? Staple lines seemed fine. Are pictures available? Have asked the surgeon to provide these or at least patient info if possible so we retrieve video or images but this is more difficult on re-op¿s like these how long post op did the patient present with the bleeding/reoperation? Within a day or two from original surgery. Was a pressure test completed during the original procedure? Not sure. How was the product performance during initial procedure? Everything seemed fine during original operation. Any oozing or bleeding that needed controlled during original procedure? Not that we were told about. Did the patient receive any blood products? None that I¿m aware of. Is the patient expected to have a full recovery? Yes.

Event description:
It was reported that after a laparoscopic gastric bypass procedure, the patient had significant post op bleed and had to be re-operated on to control. Gold cartridges were used in the device to do the original surgery. Original case appeared to be normal. The device was discarded.